Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a high unknown pacing impedance measurement. During a general device change-out procedure, additional surgical intervention was performed and the rv lead was abandoned and replaced. Later this abandoned rv lead was believed to have hit a newly implanted lead causing the new lead to dislodge. This issue was resolved through repositioning the new lead and the abandoned lead remains in situ. No additional adverse patient effects were reported.